Event description:
The procedure was a gastric bypass. Reportedly, after using the instrument, it was removed and laid across the pt's abdomen. Shortly after, a 3" superficial burn was noted on the abdomen of the pt. The instrument was taken off the surgical field. A new instrument was used to complete the case. Bacitracin was applied on the burn. The pt's status is okay.